Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing unknown drug via an implantable pump for non-malignant pain. It was reported that the healthcare provider (hcp) was having difficulties at a pump refill. They were having trouble aspirating and there was nothing coming out and the tablet said the pump should have 3 ml they tried to push a little bit of medication in but it was not allowing them to push either and they felt like it was locked up. Agent reviewed considerations around refill troubleshooting including ensuring the needle was in the fill port, repositioning the needle, ensuring all connections are secure, holding negative pressure with an empty syringe. Reviewed option to try to push 5 or 10 cc of pfns into the reservoir with a small syringe then remove that along with the residual drug. Advised them to have hcp contact tech support directly if further assistance is needed.

Event description:
Additional information was received via company representative reporting that the cause of the inability to aspirate was not determined. Technical services recommended the provider used a 5ml syringe and aspirate the air out of the pump which resolved the issue and allowed for the provider to refill the pump. No further issues were reported. MDR decision corrected to not reportable. No additional supplemental mdrs are required unless additional information received indicates a reportable event.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does no meet the reporting requirements stipulated in 21 cfr 803; note that the h6 codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.